Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information received indicated that the patient received inappropriate therapies.

Event description:
It was reported that during normal follow up, externalized conductors were observed via diagnostic imaging. Lead will be monitored.